Event description:
Reporter alleged obtaining the results of 357 mg/dl and 153 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 20 units of humalog 45 minute prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.